Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging a loss of prime issue. There is no indication the alleged product issue caused or contributed to an adverse event. The reporter did not complete troubleshooting of the issue with animas customer support. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow up #1 date of submission: 15-apr-2019 device evaluation: the device has been returned to and evaluated by product analysis on 19-mar-2019 with the following findings: review of the black box data revealed the records from the date of the alleged issue, 24-nov-2018, had been overwritten due to continuous use of the device after the alleged issue occurred. Available records are dated 29-jan-2019 thru 05-feb-2019 with no evidence of a prime issue in the available records. On investigation, the pump powered on normally and completed the rewind, load a prime step successfully. The pump was exercised for 12 hours without loss of prime occurring. Investigation did not duplicate the complaint. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.